Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. The pump battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A battery cap was not returned with the pump. A test cap was used to complete investigation. During a visual inspection of the pump, the battery compartment was confirmed to be cracked. During testing, the pump powered on with audible tones and vibration; however, the display screen was blank. The pump case was removed, and no evidence of moisture ingress or loose components was found; however, the display was cracked. Further investigation could not be completed due to the damaged display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.